Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sub-q-set subcutaneous infusion set leaked from the connection of the butterfly needle and the patient¿s stomach. This was noted during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The potential lot numbers are ur15c10105 or ur15b16088. The ur15c10105 was manufactured on 3/18/2015 and ur15b16088 was manufactured on 2/25/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.